Event description:
It was reported by the customer that a pyxis medstation es system patient and order were not crossed over. Customer informed that it was effecting on a station. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the system performance. A technical support specialist resolved the issue by requesting the information technology team to address the drive space and set automation for maintenance of the log files, backup. The system functioned as intended after the technical support specialist troubleshooted the device.